Event description:
Procedure type: lap colon. According to the reporter: when the device was inserted into the pt, the trocar "poked" the bowel. Procedure was converted to open surgery and the anastomosis was completed successfully. It is reported the doctor had not squeezed the handles, in addition, it was confirmed that the trocar was not sticking out before use. However, the wingnut may have been inadvertently rotated. No bleeding was reported. The pt is in well current condition.